Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the rep that the tlc75 jammed. Another device was used to complete the case. There was no consequence to the pt.